Event description:
It was reported difficult deflation was encountered following the second inflation during a post carotid endarterectomy stent dilatation procedure in a pt with neurological symptoms. The balloon was intentionally ruptured and removed from the pt without incident. The procedure was successfully completed with this device. The pt was then transferred to neurology to treat the pre-existing neurological symptoms. This device is currently being evaluated by this MFR. Upon completion of the engineer's evaluation, a supplemental medwatch report will be filed under the appropriate sequence number. A lot search was performed, and revealed no other complaints to date on this lot number. User technique and/or pt anatomy may have contributed to this event. Co's f/u revealed this device was used in a non-indicated procedure, carotid endarterectomy stent dilatation, which co believe may have contributed to this event. However, co was unable to determine the exact cause for this event. The co's directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature. Any use for procedures other than those indicated in the instructions is not recommended. When dilatation has been completed, deflate the balloon by applying suction to the balloon lumen. The larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended."